Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right ventricular lead was oversensing noise. Programming changes were performed. However, noise episodes persisted. The patient was scheduled for a lead revision. During the procedure it was discovered that the lead was fractured. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition post-procedure.